Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: residual insulin remaining in the cartridge is unusable. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer reuses residual insulin and doesn¿t change infusion set as recommended. Tandem customer technical support informed customer that reusing insulin and not changing infusion set as recommended is off label per the tandem user guide. There was no reported adverse impact. Customer continued to use the pump for insulin delivery.